Event description:
It was reported that during a vats procedure, the instrument needed force to fire and then the instrument only cut but did not staple. After the 3rd firing the surgeon used an instrument from a competitor. No further information is available. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided for the reload by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.